Event description:
I have reached out to so clean to report this and they sent a prepared label to send it back to them and would refund me the price of the courier. Cost of the machine I asked if they were recalling the machine and they said no, only the ones that reported problem. They are listing my complaint as an injury. I went to a pulmonologist who said she thought my symptoms could be caused by soclean machine.